Event description:
Boston scientific received information that a red alert was detected for this right ventricular (rv) lead as it exhibited low out of range (oor) pacing lead impedance (pli). There was oversensing of noise and low amplitude observed. Additional information indicated that the cause of impedance issue was not determined. The physician suspected a lead fracture. This lead was surgically abandoned and was replaced successfully with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.